Event description:
It was reported that during an implant attempt, the pacing lead helix experienced "inappropriate release." The lead was not implanted; another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).